Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump was not able to perform an insulin infusion. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the pump is being returned due to the pump not being able to infuse insulin and this alleged issue remained unresolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/20/2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/15/2014 with the following findings: review of the black box data revealed multiple occlusion alarms with high force at the time of the occlusion. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. On investigation, the pump successfully performed the rewind, load and prime steps without alarm. The force sensor was evaluated and found to be detecting correct force. The pump was exercised for 24 hours without occlusions occurring. Boluses were delivered successfully without alarm. An occlusion was induced for testing, and the pump gave the appropriate visual and audible alarms. Investigation did not duplicate the reported issue and the pump was determined to be delivering insulin as intended and within the required specifications without malfunction.